Event description:
A female patient was enrolled in the study, and the index procedure was completed with success. However, one day post index procedure, after discharge, the patient experienced a neurological event (unk if related to anticoagulation) described as a neurological deficit: aphasia (hemiparesis, hemineglect, and visual field loss were unk as well) and diagnosed as ischemic stroke. Duration of this neurological deficit was unk. Recovery was partial, with minor residual. It is unk if treatment was performed. The target lesion treated was the right proximal internal carotid artery with no occlusion in contralateral carotid artery. Reference vessel diameter was 6.0. Target lesion diameter stenosis was 98.0 with lesion length 28.0. Total length of stented segment was 30.0. Qualitative lesion calcification was described as severe and grade vessel tortuousity by visual inspection was mild. Additionally, the lesion geometry was described as eccentric with no adjacent thrombus. The lesion was predilated and a precise stent (p07030rxc) was implanted for treatment of lesion with success. There was no stent malfunction. An angioguard distal protection device was used and deployed and retrieved successfully with no technical problems. Upon retrieval of the angioguard device there was debris found in the filter.

Manufacturer narrative:
Add'l info has been requested, but has not been forthcoming from the site. The product is not available for evaluation and testing. Add'l info will be submitted within 30 days of receipt.